Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the right atrial (ra) lead and this right ventricular (rv) lead were suspected to exhibit calcification. The patient claimed that due to calcification in the pocket, the physician used to cautery blade to clean off the leads at device changeout. Technical services (ts) referred the patient to their physician regarding the performance of the lead and if calcification was present. Ts discussed the concern of the device not delivering a shock if the shock lead impedance increased from calcification. However, the patient received a shock in (B)(6) 2025. This rv lead remains in service. No additional adverse patient effects were reported.